Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the hospital. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The exact cause could not be conclusively determined. However, based on the similar cases in the past, the rip of the mucosa might be caused by the user handling or the condition of the patient. The instruction manual of the subject device warns; do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. If you press the instrument's distal end too hard against the tissue in an attempt to take a sample more than needed, the risk of perforation increase. Do not take more than needed. Biopsy may cause bleeding. If you take a large sample or press the instrument's distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only. Cross reference MFR. Report number: 8010047-2016-00726.

Event description:
It was informed that two subject devices were used during a biopsy. Then the two subject devices ripped the mucosa, and it was bleeding. The condition of ripped area had a risk of a perforation. The doctor stopped bleeding with the two clips. The doctor completed the procedure with the subject devices. The subject devices were discarded by the hospital. This is the first one of two reports.